Event description:
A surgeon reports that an intraocular lens was removed and replaced approximately two weeks following initial implant surgery due to glare caused by a scratched lens. Two days following the lens exchange. The pt developed endophthalmitis (MDR# 1119421-2002-00377). The surgeon states that the lens was probably scratched while moving through the delivery system cartridge. The replacement lens was the same model and diopter. The pt's attorney reports that the pt has no functional use of this eye. Additional info has been requested from the surgeon.